Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient non-device related shortness of breath and flu symptoms presented in-clinic. Upon interrogation, several episodes of non-sustained rv oversensing were observed. Review of the episode found a discrepancy in the reported versus visually signal amplitude. The file was submitted to firmware for further analysis. The patient will continue to be monitored normally.